Event description:
Per the clinic, the device was explanted (date not reported) due to headaches and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
The device analysis report attached.